Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. No product was returned. As per clinical, patient was experiencing ischemia concerns with no flow past impella sheath and pump was explanted. The cause of the limb ischemia issue was most likely patient condition with diseased/small vessels related with ischemia confirmed only on impella leg per clinical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 56-year-old female was implanted with an impella cp for mechanical circulatory support. However, an hour after implant, the decision was made to explant the pump due to there being no flow past sheath. Ischemia concerns prompted the premature explant.